Event description:
Caller reported an issue with incorrect time settings on their device. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to update the pump time and was advised to monitor for any future discrepancies greater than five minutes, with the understanding to follow up if the problem persists.